Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the lead had an alert for an impedance issue and was oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical), the outer tubing overlay was breached cut, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. Visual analysis indicated that the lead appeared to have been implanted with a bent at the fracture site. Performance data was collected and analysis revealed that 1-patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 21:00:12. Daily pace lead impedance trend data shows a spike increase for ventricular pace bi-impedance =494 to 4047ohms peak between (B)(6) 2012, then returning to a baseline of 551 ohms on (B)(6) 2012.